Event description:
Implant date: 2002. It is reported that 8 months later, the pt experienced a fracture of the left s1 screw. During revision surgery in 2003, surgeon was unable to remove entire screw.